Manufacturer narrative:
Age at time of event: above 18 years and older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion is located in a coronary artery. A 2.50x32mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was found to be lifted. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: above 18 years and older. Device is a combination product. Device evaluated by MFR: synergy ous mr 2.50 x 32 mm stent delivery system was returned for analysis. A visual and microscopic examination found damage to distal stent row 14. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion is located in a coronary artery. A 2.50x32mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was found to be lifted. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.